Manufacturer narrative:
Lot number of concomitant product: 18160561. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the uninterruptible power supply (ups) on the camera cart. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while the site was training on the system, the camera cart shut down. A reboot did not resolve the issue. A manufacturer representative went to the site and confirmed the camera cart would not power back on. The power button itself still functioned to turn the main cart on, but the power button would not light up, and no other component in the camera cart received power. This issue was noted outside of a procedure, and there was no patient involvement.